Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address low vault. The low vault issue was resolved but " mild mydriasis due to sectoral atrophy of the pupillary sphincter " was reported for status of the eye (signs/symptoms). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.